Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble association/accuracy test due to the moisture damage. The customer complaint of communication anomaly could not be confirmed. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pairing issue between transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed, customer did not have tester available, customer has had charger for greater than 1 year. Advise customer that transmitter may not be working. No harm requiring medical intervention was reported. The customer will discontinue use of the device. A product is expected to return for mmt-7841zn.